Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the chipped adhesive event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the gap event could not be identified. Based on the results of the investigation, the most likely cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had chipped adhesive around the objective lens and there was a gap between the acoustic lens and ultrasound probe. There was no patient involvement.